Event description:
Pt had an MRI of the knee. Pt was using ear protection with no music. Scan went as normal, with no indication of problem. Days later the pt contacted the hospital and reported hearing damage allegedly received during the scan. The scan went as normal, with no abnormal sounds detected. The pt did not indicate any discomfort during the scan either by voice or facial expression. Also, the pt has a squeeze ball which can be used to inform the technologist if any discomfort is experienced by the pt during an exam. This issue was reported to siemens via potential complaint in 2009. This issue was reported.

Manufacturer narrative:
Db level test by the hospital in 2009: found knee case to average 92db at loudest point, with no sound attenuation (ie. Headset). Function test (not a sound level test) was performed by siemens service (rep) and unit was found to be functioning properly.